Manufacturer narrative:
Block h6: problem code 2610 relates for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an appropriate code to capture the conclusion of device not returned. Block h10: according to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, one band successfully deployed; however, the other bands would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. It was reported that the procedure performed was esophageal variceal ligation (evl) and there was no difficulty in setting up the device.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, one band successfully deployed; however, the other bands would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.